Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a pacing impedance measurement of 2322 ohms. The impedance had been 1686 ohms about six months ago. As the patient's device is nearing elective replacement indicator (eri) battery status (monitoring voltage 2.63 volts, charge time 13.3 seconds), and the patient has not required pacing in the ventricle, a guidant technical services consultant discussed monitoring the lead until the device is replaced.